Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient's posterior capsule split. There was patient contact with the device. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the procedure was completed.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution was dried on the lens. One haptic is bent. The optic edge is split. The optic is torn/cut into two portions, typical of an insertion and removal. One optic portion is split/cracked. The customer indicated the use of a qualified cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, both are qualified for the lens/cartridge combination used. The reported complaint of "posterior capsule split" could not be confirmed. It is unknown if the lens was related to the reported event. The manufacturer internal reference number is: (B)(4).